Event description:
Reporter alleged obtaining the results of 290 mg/dl and 87 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he washed his hands in between obtaining the two results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Arctic sun device was found on (in cooling mode) and pads in place at 1930; skin beneath pads was found to be erythemic and raised. Pads were removed, device was turned off and pt was placed on cooling blanket at 2300. Skin continued to change. At 0300, the affected areas beneath previous pads had changed to black/purple non-blanching ecchymosis. Affected area wrapped around the back/trunk and both thighs, posterior being more drastically discolored than the anterior. Device was sequestered, and clinical engineering technician performed a visual inspection, ran this device for two hours and performed calibrations. Unit passed all MFR calibrations and test procedures. Unable to duplicate a problem.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.